Manufacturer narrative:
.

Event description:
The hcp reported that the patient's pump was replaced in 2002 because of a malfunction (probable rotor stall) and battery depletion. He had been doing well since pump was replaced. The patient's wife had previously reported that, "my husband has been in morphine withdrawal 27 times". She stated that a catheter study had been done (date not reported) and no leak or kink was found. The hcp had recommended oral medication and a pump replacement was scheduled. Follow-up with the hcp could not confirm the reports of withdrawal, but at the time of hcp stated that the patient's wife had indicated that the patient had had the symptoms after bending over and doing things, so she was convinced that the catheter was kinked or leaking with her husband's activity. The symptoms reported were vague: no appetite, cold, and pain off and on that was covered by oral medication. A dye study was done (date not reported) and was negative. The pump was scheduled to be replaced.